Manufacturer narrative:
Result of investigation: an updated log file was received. It was determined that the blower driver fets overheating due to lack of maintenance/filter exchange combined with not reacting on the blower temperature alarms that damaged the blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. The logs shows that the main electronics of the device is damaged. The root cause of the damaged part is due to lack of maintenance. Replacement of the defective component was performed with a confirmation of a successful repair. A separate report submitted under manufacturer reference (B)(4) for the blower issue.

Event description:
The customer reported main electronics issue during testing/calibration on a bellavista 1000. The customer confirmed that there was no patient involvement associated in this event.